Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found no visible damage and with spots on lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b7- keratoconus. H3- dimensional inspection found the lens to be within specifications. H6- device code: 1494-off label use for keratoconus. Conclusion code in previous MDR should be 4310. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -4.50/6.0/007 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Excessive vault and lens rotation not associated to a low vault was observed. On (B)(6) 2020 the lens was repositioned but this did not resolve the problem. On (B)(6) 2021 the lens was explanted. This resolved the problem. Cause of the event is reported as unknown. Reportedly "patient got an ipcl (another brand lens) after explantation of the lens."